Event description:
Patients mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, cgm displayed an inaccurate value. Patients mother stated that displayed cgm value was higher than the observed fingerstick value. At the time of the call, patients stated that patient sustained no injuries and sought no medical intervention.